Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery test or verify reset settings due to blank display. No moisture damage found on the motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that her child's insulin pump has a blank display and is resetting itself. Customer does not recall any significant events leading to the error. Child's blood glucose was 510 mg/dl at the time of incident. Troubleshooting was done for blank display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.